Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Pump was not requested to be returned.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the serial number is not available, the complaint could not be replicated.

Event description:
On (B)(6) 2013, clinical specialist reported she went to visit patient in the hospital. Clinical specialist stated they were notified on (B)(6) /2013 that the patient had been admitted to the hospital on (B)(6) 2013 and was in dka. Clinical specialist reported the patient had not been using the blood glucose monitor, but was using the infusion device. Patient was using a competitor's blood glucose monitor. Clinical specialist stated she spoke to the patient's husband and he reported that he walked in and found the patient passed out. Clinical specialist reported the paramedic were called and arrived around 5:30 pm that day. Clinical specialist stated they could not find a pulse so they performed CPR and took her to the hospital where she was admitted and is still currently in the ICU. Clinical specialist reported they have put the patient on an IV drip; remainder of the treatment is unknown. Clinical specialist stated the patient last bolused 20 units of insulin with the infusion device around 3:45 pm the day of the incident. Clinical specialist reported the patient's blood glucose level while at the hospital was in the 900's mg/dl. Patient's target range is 80-160 mg/dl. Clinical specialist stated while talking to the patient's husband, she discovered the patient had not changed the insulin cartridge for 9 days and her infusion site every 7 days. Patient is on dialysis. No further information is available. Attempts for follow up with the patient and/or the clinical specialist have been unsuccessful. No product return was requested.